Event description:
The clinician said two implants were placed 2006. One was integrated well, but the other was removed after 6 weeks because of failure-to-osseointegrate.

Manufacturer narrative:
The implant was received with a cover screw attached and the implant was not fractured. The implant was examined under 10x magnification and there was not any thread defects noted. The implant was examined against a radiographic template (l0250 rev 10/03) and was determined to be a ph3.5mm x 9mm implant.